Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the supplies were changed to address the event. Blood glucose (bg) was 600 mg/dl with diabetic ketoacidosis. Customer was hospitalized and was treated with intravenous insulin drips. Insulin delivery was resumed. Reportedly, customer was released from the hospital on (B)(6) 2018.